Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failure in sp1 board. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is due to a failure in sp1 board, the endoscopic image cannot be displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had the image of the cutting foot disappeared, error codes e213. The event had occurred during sedation (device inside patient) of an unspecified procedure. There were no reports of patient harm.